Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The customer reported that the pump turned off during infusion on a patient. The customer did not specify if the pump alarmed before it shut down at the time of the event. There was no harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.